Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation had cosmetic foreign material visible at 18¿ with 20/20 vision near the connector sleeve. Visual analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant the left ventricular (lv) lead was flushed and it was observed that there was a saline bubble near the is-1 connector. Insulation damage was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.